Event description:
It was reported " we have had an incident before where the tip fell off in the back of the throat". Additional information states that the procedure being performed was believed to be a tonsillectomy. There was no injury reported by the surgeon. The surgeon was able to retrieve the suction tip without injury". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4).

Event description:
It was reported " we have had an incident before where the tip fell off in the back of the throat". Additional information states that the procedure being performed was believed to be a tonsillectomy. There was no injury reported by the surgeon. The surgeon was able to retrieve the suction tip without injury". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.